Manufacturer narrative:
The suspect vigilance ii monitor was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record report was completed and all manufacturing inspections passed with no non-conformance's. A failure that results in smoke could result in or be the result of fire. Fires, especially in oxygen rich environments, have the potential to injure a patient or the user. In this instance there was no injury noted to staff or a patient. It should be noted that multiple attempts were made to obtain the monitor for product evaluation without success. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No actions will be taken at this time.

Manufacturer narrative:
This report is a supplemental MDR for report 2015691-2017-02283 which initially occurred in july 2017. The vig2 monitor was returned for evaluation in july 2023. The monitor was evaluated and the c110 on the svo printed circuit board assembly (pcba) measured 29k ohms, which is out of specification, and the pcba was chard on one side. Root cause is attributed to a defective pcba - svo - component. The monitor was past its useful life at the time of the event.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported by the clinician that there was smoke observed and a smoke odor coming from the vigilance2 monitor. This occurred when the unit was initially turned on. There were no flames observed. It was given to the biomedical engineer for handling and he observed an internal burnt component. There was no other equipment involved. There was no harm or injury to hospital personnel. There was no patient involvement.